Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "failure 814:09". This condition was found in the emergency room department during delivery. The facility representative stated that there was no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 814:09 was confirmed and duplicated during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).